Event description:
The MFR received info from a third party service ctr alleging a "service required" code was found in the ventilator's download error log. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.